Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to infection and the knee components were removed and replaced with cement spacers. The cement spacers were removed on (B)(6) 2007 and a biomet total knee system was implanted. Patient underwent irrigation and debridement on (B)(6) 2008 due to infection. Subsequently, patient underwent an open reduction on (B)(6) 2010 due to infection.